Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error 2240 (air in line) which occurred on the homechoice (hc) during use. The home patient (hp) stated he left the clamp on the patient line closed and he used a patient line extension. The hp stated he opened the clamp on the patient line after he was in the initial drain and that was when he received the alarm. The tsr had the hp close all the clamps and cycle the power. The tsr instructed hp to disconnect from the machine the aseptic way and discard the supplies. The tsr instructed the hp to start over with all new supplies. There was patient involvement. Product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding the system error 2240 alarm. The home patient (hp) stated that the issue was resolved by starting over with new supplies. The hp said that the alarm was caused by leaving the clamp closed on the patient line. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per hp, he did not receive any injury or medical intervention as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during initial drain was confirmed. The labeling review finds the labeling adequate for the potential use error(s) in the complaint. Baxter has completed a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). (B)(4), along with plant manufacturing and quality, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.